Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, despite that the device was programmed in safer mode with a 2-seconds pause criterion, no ventricular pacing or sensing markers were observed on some egms. Preliminary analysis did not reveal any anomaly with the subject device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, despite that the device was programmed in safer mode with a 2-seconds pause criterion, no ventricular pacing or sensing markers were observed on some egms. Preliminary analysis did not reveal any anomaly with the subject device.